Event description:
Device used in kyphoplasty defective. A hole was in the balloon portion of the cement device, so cement was leaking out. Device was not used on patient. Kyphon rep called by surgeon and made aware of situation.